Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient¿s friend/family member reported that patient's pump equipment seemed to be getting more and more unreliable. The caller stated they are having problems getting the equipment to connect to the pump and it will ¿kick us out at times.¿ when the agent attempted to clarify further, the caller stated the screen shows ¿can'tfind device,¿ which is the biggest issue, and ¿every once in awhile,¿ they get ¿kicked out.¿ the caller also mentioned ¿it does all kinds of stuff - sometimes there's a screen that shows stuff but I don't know what it means or how to find it again.¿ when asked event date, the caller confirmed the issue has been getting worse ¿by the day,¿ then stated for ¿probably the last few days,¿ and this week has been really bad. While on the call, the caller stated patient was locked out for 1 hour and 51 minutes due to bolusing shortly before calling. The agent assisted the caller in restarting the myptm app connecting to the pump and the caller saw ¿no device found,¿ and confirmed that's the screen they've been seeing. The caller stated the patient's communicator was being held ¿firmly against the skin.¿ the agent reviewed and the caller and the patient was able to connect well after briefly seeing a telemetry delay at 90%. The caller and the patient agreed to monitor and will call back for assistance as needed. While on call, the caller further stated when the connection got to ¿retrieving pump settings 90%,¿ and mentioned ¿now we're going to wait a couple of minutes.¿ when asked the event date, caller stated, ¿now it's getting worse, it will take at least 2 minutes,¿ and did not provide further information. The caller mentioned ¿it wouldn't let me finish the last bolus last night.¿ the agent assisted the caller in clearing data. Prior to clearing data, patient's data was 5.24mb.